Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure stent damage occurred. The lesion was located in the right coronary artery. The promus element,mr,ous 3.00x38mm stent was unable to cross the lesion even after multiple dilatations. The device was removed and it was noted that a few struts on the mid portion of the stent were dismantled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure stent damage occurred. The lesion was located in the right coronary artery. The promus element,mr,ous 3.00x38mm stent was unable to cross the lesion even after multiple dilatations. The device was removed and it was noted that a few struts on the mid portion of the stent were dismantled. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination of the returned device noted that the mid section of the stent appeared stretched. The profile of the stent also was slightly kinked. Microscopic examination of the balloon profile found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).